Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is being evaluated. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor would not power on.